Event description:
It was reported the insulin pump had alarmed unexpected restart after the battery was changed. Customer was advised to monitor the device. Customer's blood glucose was not provided. Customer called again on (B)(6) 2015 and stated the device had alarmed again. Customer was advised the device needed to be replaced. The device is returning for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A battery was inserted multiple times and the insulin pump passed the reset error test with no alarms. No cosmetic damage was noted.